Event description:
Additional information was received on 02 mar 2023: the location of the puncture site was the common femoral artery (cfa) and it was distal to the bifurcation. The procedure sheath that was used was a 6fr. There were no issues per vascular closure device (vcd) usability survey. The user deployed the device in the proper location within the common femoral artery. Hemostasis was achieved five seconds between deployment and hemostasis. The 'limited' femoral angiogram was performed during the procedure however, prior to angio-seal vcd deployment to assess procedure exclusion criteria. Additional information was received on 21 mar 2023: thrombosis at puncture site due to collagen disposition into the artery. Diagnosed by an angio and the symptoms. Onsite date (B)(6) 2022. The adverse event (ae) occurred between 6 hours post procedure and discharge. Serious injury that resulted in a medical or surgical intervention to prevent life-threatening illness injury or permanent impairment to a body structure or body function. The severity was moderate. Relationship to procedure- causal. Relationship to angio-seal- not related. Relationship to guidewire- possible. Relationship to another terumo device- not related. Outcome- resolved. The action taken was a peripheral vascular surgery, removal of angio-seal system. Tea after right afc with removal of the angio-seal system and thrombectomy of the aie, ats and apt, followed by direct suturing. End date: (B)(6) 2022 additional information was received 22 mar 2023: after site review, it was determined that the thrombosis was not related to the angio-seal vip vascular closure device (vcd).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The complaint was confirmed for a potential issue of collagen deposition into the artery. The exact root cause was unable to be determined. The likely cause was determined to have been collagen deposition due to excess tamping or improper positioning. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported thrombosis at the puncture site due to the collagen disposition into the artery, between six hours post-procedure and discharge. Thoracic epidural analgesia (tea) of the right common femoral artery (cfa) with removal of the angio-seal system and thrombectomy of the aie, afs, and apf, followed by direct vascular suturing. The type of peripheral endovascular procedure was an interventional procedure. The common femoral artery was the segment for endovascular intervention. The revascularization approach was intraluminal. The type of intervention performed was an angioplasty balloon. Arterial access, sheath, guidewire, and catheter insertion was easy. A limited femoral angiogram was obtained prior to the angio-seal¿ vip vcd deployment. There were no issues with insertion, deployment, or withdrawal of the device. The adverse event (ae) was resolved. There was no blood loss.

Manufacturer narrative:
Patient identifier: requested, not provided date of birth: born in 1955 ethnicity: requested, not provided explanted date: the date the device was explanted is unknown. Occupation: unknown the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.